Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using cold, lyumjev insulin and failed to properly cycle the cartridge. Tandem clinical support informed customer that lyumjev is off-label and should be at room temperature before filling a cartridge per the user guide and educated the customer to properly cycle the cartridge before use. Customer cleared the alarm and resumed insulin delivery.